Event description:
I had essure placed in my ovarian tubes after I had my second daughter (B)(6) 2015. Although I did not want to get it, my doctor assured me that a lot of his pts had it with no complaints. I did not want to have any more kids so I decided since it was the only way to prevent future kids I agreed. As soon as it was inserted in me I noticed side effects. It is so painful to the point I cannot walk or sit comfortably. I am unable to work, or help with my kids sometimes because of it. I have been looking to get it removed as soon as the 3 month waiting period expired and I was still experiences several pain.